Manufacturer narrative:
(B)(4). (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 had intermittent burning/coag function not working, was not firing when device activated had to get another product to complete the procedure. No adverse outcome to patient, procedure completed with second device that work correctly.